Event description:
During use for cardiopulmonary bypass, the adhesive pad used to affix the reservoir level sensor to the reservoir failed to adhere to the reservoir wall. The pad was replaced by an alternate pad and the procedure was concluded without incident. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in progress, but not concluded.